Event description:
It was reported that premature battery depletion was observed. Patient was asymptomatic. The device was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Review of device image noted a false eri alert. The device was tested on the bench and no anomalies were found. It is believed the cause of the false eri alert was due to the automatic settings that were programmed.